Event description:
Complainant alleged that the clinicians were attempting a cardioversion on a pt (age and gender unknown) during a surgical procedure but the device was not adequately synchronizing on the heart-rhythm r-waves and would not discharge. The device was receiving an input ECG signal. From the output signal cable, of the monitor that was attached to the pt. The cardioversion was postponed as a result of the reported problem. The facility biomed staff attempted to duplicate the malfunction with the device, while slaving it to a different bedside monitor of similar make and model, and were unable to duplicate the reported problem. The biomed reported that the clinicians involved in the incident stated that the bedside monitor displayed a "low pt voltage" error message several times during the cardioversion procedure. The biomedical engineering staff believe that the voltage of the ECG signal, received by the bedside monitor, was insufficient and in turn provided the m series with an inadequate input ECG signal for recognition and synchronization of the pt's r-waves. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.